Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise and a rise in pacing impedance measurements. Loss of capture and high thresholds were also observed on the ra channel. The ra lead remains in service and no adverse patient effects were reported.